Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas stating that her blood glucose (bg) has been higher than normal and was questioning the pump's basal delivery. The patient stated that her bg was around 300 mg/dl with nausea, and that she ran a +10% temp basal program twice at four hour increments. The patient stated that she changed the site and bolused, and her bg would come down but then start to elevate again. At the time of the call to animas customer support the patient's bg was reportedly 150 mg/dl. The patient denied smelling insulin or any cartridge leaks. The patient denied any site/set issues, and confirmed she was using non-expired insulin. All settings and programming appeared to be correct during troubleshooting. A review of the pump histories indicated that the basal total daily dose for (B)(6) 2012 showed 11.885 units when it should have been 12.10 units due to the increased temp basal program that the patient had running that day. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported because the patient questioned the basal delivery and because the basal total daily dose history does not match what the patient states was delivered for (B)(6) 2012.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the basal history indicated that the basal settings were different on (B)(4) 2012 than the other days recorded in the basal history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was successfully performed from a test meter, and was also accurately recorded in the pump history. There were no delivery defects found on investigation. There were no hypersensitive keypad buttons observed. Unrelated to the complaint, investigation revealed that the keypad was damaged. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Evaluation also revealed a cracked battery compartment and faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.